Event description:
Healthcare professional reported left side "rupture/deflation". Healthcare professional later reported "rupture" and "textured device". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b6, d4, d9, h3, h6

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture/deflation". Later, healthcare professional reported "rupture" and "textured device". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "rupture/deflation". Later, healthcare professional reported "rupture" and "textured device". This record is for the left side. Device was explanted and replaced.